Event description:
Customer reported an issue with the dpm 6 monitor's mpm module, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Customer was provided with a loaner, while the unit's mpm module is being repaired.